Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's reports was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, performing multiple automatic readiness tests, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test, and powered on with no video display. Complainant indicated that there was no patient involvement in the reported malfunction.